Event description:
It was reported that the customer had difficulty charging the pump battery. There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue.